Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the reported complaint and revealed the device did not detect external power source. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to soldering process during manufacturing. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: pr 2431613

Event description:
It was reported to resmed that an astral device did not power on. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the reported complaint and revealed the device did not detect external power source. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to soldering process during manufacturing. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device did not power on. The device was not in patient use when the reported event occurred.